Event description:
A patient reported experiencing inaccurate erratic results with a one touch meter. On 10/01, patient's blood glucose was 150 and 32 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further information has been reported.